Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The tip cover was found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure 0.055¿ in length. As a result, the tip cover does not operate properly. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. Damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the tip cover accessory be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory was observed to have slid off the monopolar curved scissors instrument. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the customer confirmed that the issue was found during the procedure. There was no exposed orange section of the monopolar curved scissors due to the issue and no arcing occurred. The customer replaced the tip cover and completed the case.